Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, it was reported that the patient was hospitalized for "head injury caused by car accident for 2 hours. During suturing, the suture broke, and a new suture was replaced to complete the surgery. There were no patient consequences reported. No additional information was provided.